Event description:
Boston scientific received information in (B)(6) 2010 that this device and right ventricular (rv) defibrillation lead was exhibiting diaphragmatic oversensing. The issue was resolved with device reprogramming. The recorded diagnostic lead measurements were within normal range. The clinical observation of myopotential oversensing was not reproducible. As a result of the reported oversensing, nonsustained episodes were recorded. There was a slight change in shock impedance (40 ohms to 49 ohms). Subsequently, boston scientific received information that this patient had been admitted to the emergency room (ER) in (B)(6) 2012 because of diaphragmatic oversensing. This clinical observation was associated with pacing pauses (unknown duration) and the patient was symptomatic due to pacemaker dependency. The ventricular sensitivity had been reprogrammed from 0.6 mv to 1.0 mv. The physician elected to reprogram the sensitivity to 1.5 mv. The clinical observation of electrogram noise was reproducible. Technical services discussed non-invasive and invasive options.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.